Manufacturer narrative:
Investigation pending.

Event description:
"Caller alleged imprecision with inratio meter. Results as follows:" initial=3.9, repeat=1.7, 2nd repeat=4.8, 3rd repeat=5.1. The mother of the patient self tester called. Time between testing was five minutes. The first two test were performed using the same finger. Technical service reviewed proper sampling technique. Therapeutic range is 2.2-3.3.